Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue was reported with the adc meter. Customer reported receiving unspecified readings that were higher than he felt, and experiencing seizures. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A valid lot or serial number was not provided for meter. Dhrs for the precision strips were reviewed and the dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. A tripped trend review was conducted for the reported complaint and xceed meter, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed, and a follow-up report submitted.upon extended investigation, it was determined that the serial number of the meter provided by the customer ((B)(6)) and previously reported to the FDA was not a valid serial number.  Therefore, section d4 - serial no was updated to unk.

Event description:
A high readings issue was reported with the adc meter. Customer reported receiving unspecified readings that were higher than he felt, and experiencing seizures. No third-party treatment was reported. There was no report of death or permanent injury associated with this event.